Event description:
It was reported that a merlin transmission revealed non-sustained rv oversensing. Review of trends from the previous 7 days showed variation in pacing lead impedance. Further evaluation was recommended. The physician elected to continue monitoring the patient.

Event description:
New information received notes that an alert for high, out of range, pacing lead impedance was observed via a merlin.net transmission. Bringing the patient in to clinic for further testing was recommended, but the patient refused coming to the clinic.